Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Contact person: dr. (B)(6).

Manufacturer narrative:
(B)(4): it was reported that following implant patient underwent revision in approximately (B)(6) 2007 due to issues related to pelvic region and fistula. She then underwent a bowel resection on approximately (B)(6) 2009. No additional information was provided.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient died on (B)(4) 2017. No additional information was provided.